Event description:
The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that his leads had migrated, and as such his therapy coverage was inadequate. Surgical intervention was undertaken on (B)(6) 2011 to replace the leads and effective stimulation was recaptured for the pt. The explanted devices were discarded and will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.